Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal puncture (tsp) performed. It was noted that heparin anticoagulation had forgotten to be administered, so a bolus of 14,000u of heparin was given. A watchman fxd curve access system (was) was advanced into the left atrium. After the was dilator and guidewire was removed from the sheath, the was was flushed with heparinized saline. An angiogram of the laa was performed. A watchman flx closure device and delivery system (wd) was advanced and deployed within the laa. While assessing release criteria, a thrombus was noted at the tip of the was. An activated clotting time (act) test was drawn resulting at 299 seconds and an additional 4,000u bolus of heparin was given in response to the thrombus. The thrombus disappeared. Release criteria of the closure device was met and it was subsequently implanted successfully. The procedure was concluded. The patient is fully recovered and was discharged the same day of the index procedure.